Event description:
Device issue: premature stent deployment. Time of device issue: during device preparation. Adverse event: none. It was reported that during preparation of the absolute pro self expanding stent system (sess), as the device was loaded onto the unspecified guide wire, the stent was found to be partially deployed approximately 3-4 mm. The stent system handle was in the locked position. The device was not used and there was no patient effects. No additional information was provided. This event is being reported based on the device evaluation which revealed the stent implant was partially exposed and not expanded.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned sess noted the distal end of the stent implant was partially exposed 5mm distal to the distal sheath. The entire stent appeared to have been pulled distally and was located distal to both marker bands. Although the handle was in an unlocked position, neither the distal outer sheath nor the rack within the handle had not been retracted, which would indicate that no attempt had been made to intentionally deploy the stent. No specific reason could be identified for the product being returned with the handle lock being placed in the unlocked position. Factors that may contribute to partial stent deployment include, but are not limited to, manufacturing error such as the stent not located between the markers and contained within the distal sheath or the customer gripping both the tip and the tip mandrel during tip mandrel removal, pulling the stent distally, partially exposing the distal end of the stent. During production all sheathed stents are 100% visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. The distal displacement of the stent may have occurred during tip mandrel (stylet) removal and does not appear to be related to manufacturing. A review of the finished device lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot. Product performance engineering will monitor the incident circumstances. During production, all sheathed stents are 100% visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath.